Manufacturer narrative:
A ge service rep performed an onsite investigation. The problem was related to the extended fluoroscopy feature which was turned off by the rep. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system continued to x-ray after the switch was released. No pt injury reported.